Event description:
The customer reported that his olympus cutting forceps only fired twice during a therapeutic procedure before the device failed. According to the initial reporter, the procedure was completed by using another device without any harm to the patient.

Manufacturer narrative:
The device has not been returned for evaluation. If additional information becomes available prior to the conclusion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
This report is being supplemented to provide additional information. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the investigation, the initial complaint was not confirmed. However, possible causes may include the following: ¿the observed failure is a known phenomenon likely resulting from a lack of tissue in between the jaws, resulting in the re-grasp feature showing on the generator. A definitive root cause cannot be identified. This issue is covered in the instructions for use: ·if forceps jaws come in contact with each other when the power is activated, instrument will short out and the generator display will show ¿re-grasp¿. Release the forceps jaws so they are not in contact with each other and the device will become operational. Olympus will continue to monitor the field performance of this device.